Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada's service department. The malfunction was duplicated and the high voltage module was replaced. The device was recertified and returned to the customer. The high voltage module was returned to zoll medical corporation, united states. The malfunction was attributed to a damaged connector on the high voltage module. Analysis of reports of this type has not identified an increase in trend.